Event description:
The hcp reported that the pump was explanted. The device was returned to the manufacturer for analysis. A dye study was performed prior to explant and revealed that contrast remained in the pump. Csf flow from the catheter was also noted. The pt was experiencing symptoms of "withdrawal."